Manufacturer narrative:
Other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(4). Analysis for the mainframe found that the customer's complaint could not be duplicated. The device came in with an older gui software version. The device was cleaned, upgraded gui software, tested and passed in accordance with manufacturing specifications; analysis for the patient interface found that the customer's complaint could not be duplicated as well. The device came in with two (2) worn wave washers. The device was disassembled, cleaned, replaced washers, reassembled, tested and passed in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the nerve monitoring system was not registering any nerves. The device tested fine before the surgery. There was no known patient impact reported.